Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that due to the cement hardening, a portion of the peak sheath was left in the patient. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.